Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 600 mg/dl. Unable to do any troubleshooting as the insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.